Event description:
The expiration date printed on the strip vial is 12/31/2005; however, according the manufacturer's electronic inventory, the correct expiration date (based on the strip lot number) should be one year earlier. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.